Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the leak from the lock lever cap. It was reported that the cap of the lock lever would not turn to open during device preparation of the clip delivery system (cds). A small click noise was heard, the lock lever became cracked and water leaked from the lock lever, but the cap would still not turn to open. This cds was not used in the patient. Another cds was used for the procedure. Two mitraclips were implanted reducing mitral regurgitation grade from 4 to trace. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported resistance turning the lock lever and the lock lever leak; however, was unable to confirm the reported crack in the lock lever. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found similar incidents from this lot. Further assessment determined that the issue is potentially related to manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
Internal file number - (B)(4). Correction: a review of the complaint handling database found no similar incidents from this lot.